Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Report source, literature - tanaka, y. Et al (2017). Evaluation of flexor pollicis longus tendon attrition using color doppler imaging after volar plate fixation for distal radius fracture. Journal of orthopaedic science, 22(3), 447-452. Doi: 10.1016/j.jos.2017.01.025. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there were two cases of tendon injury. Attempts have been made and additional information on the reported event is unavailable.